Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: discoloration on the objective lens; the zoom does not operate smoothly due to a malfunction of the zoom mechanism; the bending angle was insufficient due to stretching of the angle wire; the play of the angle knob is out of normal due to the stretching of the angle wire; discoloration of the lighting lens; the insertion tube is discolored due to insufficient cleaning; the curved rubber adhesive part was missing; the water drainage function may deteriorate due to clogging of the air/water supply nozzles due insufficient cleaning; watertightness was not maintained due to wear of the operating unit cover gasket; there was fluid leakage to the scope connector; the suction cylinder had been scraped; paint peeling was observed on the suction cylinder; and scratches found on multiple locations on the device. The foreign material found has been attributed to insufficient cleaning. The customer reported that the device was cleaned, disinfected, and sterilized before being sent to olympus. It is unknown if the customer has any idea about the nature of the foreign material. It is unknown if there was a delay in the start of the precleaning or abnormalities in the accessories used for reprocessing. It is also unknown if the customer flushed the air or water nozzle with water and air and wiped or brushed the air or water nozzle with clean, lint-free cloths, brushes, or sponges. Lastly, it is unknown if the customer flushed the air/water nozzle channel with the detergent solution or presoaked the endoscope in the detergent solution. The device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be identified. Based on the results of the legal manufacturer¿s investigation, the cause of the foreign material remaining in the device could not be determined since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a freezing issue and the release did not work. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.